Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The sensor wire was confirmed to be missing. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire was reported. The sensor was inserted into the arm, which is off label usage, on (B)(6) 2019. The patient¿s mother stated that after the dexcom system malfunctioned during deployment, the patient felt that there was a foreign object left in the insertion site. An x-ray was taken of the site that did not reveal any metal at the site, however a follow-up ultrasound was reported to have identified a foreign object in the site. At this time, no additional action has been taken regarding the issue and the patient's mother reports that discomfort at the site is sporadic. The patient's mother is unsure if they will seek surgical intervention at this time. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.